Event description:
Reportedly, on (B)(6) 2023 the physician tried to interrogate a platinium ICD with an orhcestra plus. No error message were displayed and the button "interrogate" was not grey. The device was recognised by the programmer but then the programmer simply came back to the manager screen. A second attempt after reboot (f8) showed the same result.

Event description:
Reportedly, on (B)(6) 2023 the physician tried to interrogate a platinium device with an orhcestra plus. No error message were displayed and the button "interrogate" was not grey. The device was recognised by the programmer but then the programmer simply came back to the manager screen. A second attempt after reboot (f8) showed the same result.

Manufacturer narrative:
Please refer to the attached analysis report.